Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low and elevated blood glucose (bg) levels (bg values not provided). Additionally, it was reported that the customer was experiencing low bg values at night and alleged the basal rate settings needed adjustment. Although requested, customer declined to provide additional information and declined tandem technical support's offer to troubleshoot.